Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results.a review of the device history record indicates the product was released meeting all quality release specificatif information is provided in the future, a supplemental report will be issued. Ions at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during an open longo procedure. The stapling device was being applied to the superior linedentata. The device partially fired. Not all of the staples may have been triggered. The anvil could not be tilted after firing, the anvil was not bent, and the stapler sizers were not used. There was temporary injury as a result of the event due to anastomosis bleeding. In order to resolve the issue and complete the case, had to over stitch the anastomosis. There was no patient harm. The patient status is alive, no injury.